Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(4) study. It was reported that patient underwent total hip arthroplasty on an unknown date. During post operative monitoring and testing, and osteolysis was noted. The osteolytic lesion on the greater trochanter of the hip measured 2.6 x 2.1 x 1.3mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Manufacture date - unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, osteolysis was noted. The osteolytic lesion on the greater trochanter of the hip measured 2.6 x 2.1 x 1.3mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from clinical study data noted severe pain during post operative monitoring and testing.

Manufacturer narrative:
This follow-up report is being filed to relay initial implant date and product identification, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, osteolysis was noted. The osteolytic lesion on the greater trochanter of the hip measured 2.6 x 2.1 x 1.3mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.